Event description:
(B)(4). Migraine with stroke like symptoms.

Event description:
#Medwatcher #followup1 #fdamw5041235 #(B)(4). I had surgery (B)(6) for removal. I was still on my "period" for 4 weeks after. I still have it twice a month. I have not had a migraine or stroke like symptoms since the surgery.